Event description:
It was reported the lead was damaged during the explant procedure. The case was to remove the entire neurostimulation system because the device/therapy was not working. During explant, the lead broke on the way out and the 4 electrodes and 2 distal tines remained in the patient's body. The wire of lead had been pulled out of patient. Additional information received reported the device was not to be returned, as it was disposed of by the hospital. The patient is fine.

Manufacturer narrative:
Product ID 3093-28, lot# v455948, serial#, implanted: 2011 (B)(6), explanted: product typ lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product typ programmer, (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(4) 2010).